Manufacturer narrative:
Items were returned to warsaw orthopedics. Engineer evaluation indicated that all the components measured confirmed to be within drawing specifications. A review of the manufacturing history record confirms no abnormalities or deviations reported. A review of the complaint database confirms no silimilar complaints reported for this item/lot combination. The complaint stated that the revision was caused by a fall and subsequent fracture, along with information that the patient was noncompliant and not following doctor¿s orders leads to the conclusion that root cause of the implant fracture was caused from the patient fall.

Manufacturer narrative:
No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6), 2013. Revision surgery was performed on (B)(6), 2013 due to a peri fracture. Doctor reported the patient is non-compliant and not following instructions. Patient was revised again on (B)(6), 2013 due to an additional peri fracture; no details were given on this revision.